Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstance of the procedure. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user error (pushing more than tensioning the rail limb, lever deployed early or excessive suture tension) or suture/ nick damage. Based on the result of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was performed with two prostyle devices using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. The sheath was upsized to a 20f and the tevar procedure was completed. Reportedly, at the end of the procedure, vessel access was lost as the guidewire was accidentally removed with the sheath. The suture of the first prostyle broke while advancing/ tightening the knot. The knot of the second device was successfully advanced to the vessel wall and tightened, however, adequate hemostasis was not achieved with the single suture. Due to lack of vascular access, additional prostyle devices could not be attempted; therefore, a cutdown was performed to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.